Event description:
In 2005 - a dental implant was placed in tooth location #5 subsequently, the pt was experiencing pain. About seven weeks later the implant was removed. In 06/2005- the clinician was contacted. He stated the pt's pain subsided after the implant was removed. The pt will have the implant replaced at a later date.